Event description:
The following info was previously reported in MFR report # 3004209178201104084: "the pt experienced an overdose following a new pump and catheter implant. The device system was used to deliver lioresal (2000 mcg/ml) at 12 mcg/day. Additional info has been requested, a f/u report will be sent if additional info becomes available." It was later reported that the device system was used to deliver lioresal 408 mcg/day. On (B)(6) 2011, the pt's dose was adjusted which resulted in an improved level of consciousness. The pt was in the emergency dept on (B)(6) 2011 because of sleepiness; the pt was sent home. On (B)(6) 2011, the pt experienced lethargy, decreased muscle tone, bradycardia, shallow respirations and dilated pupils. The pt was admitted to the ICU from the clinic. The pump rate was decreased from 408 mcg/day to 12.5 mcg/day (minimum rate). On (B)(6) 2011, the pt was discharged on 100 mcg/day. On (B)(6) 2011, the pt experienced a fever of 102.3f and back pain. The pt was admitted. A work-up was performed; the csf was negative. The pt was discharged on (B)(6) 2011. It was believed by the reporter that the overdose following the pump and catheter replacement was possibly due to a malfunction of the previous pump system. The pt's outcome was reported as serious injury/illness-recovered without sequelae. Refer to MFR report #3007566237201103898 regarding events that occurred while the previous pump system was implanted.

Manufacturer narrative:
(B)(4).